Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for scheduled implanted. During placement the atrial lead exhibited noise. The lead was not used and a new lead placed successfully. The procedure concluded without adverse event. The patient was stable before, during and after the procedure and would continue to be monitored with regular follow-up.